Event description:
Per the clinic, the patient experienced swelling around the implant site (date not reported) and subsequently was placed on a 8 days course of oral antibiotics (specific date not reported). However, the issue did not resolve. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 01, 2021.